Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The clinical reason for explant was hyperopia. In the surgeon's opinion, the product did not cause or contribute to the event, and the effective lens position was not calculated accurately by the calculator. The iol was exchanged for the same model and same manufacturer lens with an unspecified diopter 05 months 03 days following the initial implant procedure. There was no further impact to the patient. The patient¿s issue was resolved, and the surgeon reported a good prognosis.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).